Event description:
On 06/19/2024, zyno received a report that during preventive maintenance (pm) the following issue was observed with the pump. The air-in-line sensor was slowly beeping during testing. No patient was involved.

Manufacturer narrative:
There are previous complaints (B)(4) on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the air in line senor was faulty. The root cause is component failure for the air-in-line sensor. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).